Event description:
It was reported that during an implant procedure, the driver began to free spin after opening the spacer half way. The physician then removed the device and noted the washer had become detached. The procedure was completed with a new device, the patient is doing well. The facility disposed of the device so device analysis could not be completed.